Event description:
Report rec'd regarding results from a randomized clinical trial of aggressive vs. Conservative phototherapy in premature infants. Physician became alarmed at high uva readings obtained from study. It was reported that the spotlight readings were of a magnitude higher than the current iec neonatal phottherapy standard 91 x10 to negative 2 microwatts) and could be harmful to infants.